Event description:
It was reported that insulin pump experienced malfunction with displayed malfunction code and customer had already turned pump off. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode, return device using prepaid label, and then program settings and reconnect continuous glucose monitor to replacement pump, which was arranged under warranty by technical support.